Event description:
In the last 19 days, my tandem t: slim x2 insulin pump has experienced two unexplained malfunctions that have caused it to stop delivering insulin and providing continuous glucose monitor readings. Which, as a type 1 diabetic this is extremely dangerous. On (B)(6) 2025, while I was on shift as an emt at a music festival, I noticed my pump alarm beeping and saw the error message "malfunction. The pump cannot operate. Visit tandemdiabetes.com/contact. (B)(4). Malfunction code: 12-0x2071." It isn't clear to me how long the malfunction was present since I was working in an extremely loud environment. The alarm was only heard as I was leaving the work site. I rushed home and called the number listed. A technical support representative told me it was a "resettable malfunction" and walked me through the lengthy process of shutting down and restarting the pump, reconnecting to the cgm sensor, reloading the cartridge, refilling the tubing, etc. This process required the pump to be connected to its charger and an electrical socket and would have been impossible to perform if I hadn't been at home. The pump seemed to function as normal until the second malfunction 17 days later. On (B)(6) 2025 while I was in (B)(6), the same error message appeared suddenly while I was walking outside. I called the number again and was directed to do the same reset process. I stated my concern that the same malfunction had happened twice in less than 30 days and that it was only sheer luck that it hadn't occurred while I was on an aircraft, hiking, or any number of other situations in which I wouldn't have access to power and a charger. I requested a replacement pump. I was informed that tandem wouldn't replace the pump unless the same malfunction occurred twice within 24 hours. This is, frankly, incredibly dangerous. My insulin pump has a record of dangerous malfunctions. This affects not only my health and safety but the health and safety of others around me, such as my patients. This danger can be remediated by replacing any insulin pump with the record of dangerous malfunctions mine has shown over the past 19 days.